Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on march 4, 2020. Device evaluation summary: according to the information reported the patient experienced a rupture and developed capsular contracture of the breast. During visual evaluation of the sample, a crease was observed on the anterior view. Additionally, a tear measuring approximately 14 cm was noted within the crease. The evaluation determined that the rupture is consistent with a crease fold rupture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 01/03/2019. The explant and replacement with 455cc mentor memorygel breast implants was performed on (B)(6) 2020. During explant surgery the device was found to be ruptured. 2. Is other serious- uncheck. 1. Is product problem- check. 2. Is required intervention- check. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device, originally reported as unknown gel, was returned to the mentor failure on 1/22/2020. The lot number (60038850) was engraved on the device, and the identity of the device could be derived from the lot number. The device reported as unknown gel was a 650cc mentor memorygel breast implant, catalog #3506504bc. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with an unknown mentor gel implant experienced right sided baker¿s grade iii capsular contracture post procedure. The capsular contracture was diagnosed by a physician. Future replacement with mentor gel implants is indicated, however, mentor has received no information regarding an expected explantation date.